Manufacturer narrative:
Product event summary: a partial lead (in portions) was returned for evaluation. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: model: dtbb1d1, crt-d; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise, high rate non-sustained episodes, pacing impedance spikes, high/undefined impedance and a lead fracture which resulted in the patient receiving inappropriate therapy. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.